Manufacturer narrative:
This follow up report is being filed relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported a left knee revision procedure approximately 2 years post-implantation due to allegations of pain, stiffness, instability, and tibial loosening. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Medical records received confirm patient's left knee was revised approximately 2 years post-implantation due to pain and loosening of the tibial component. The revision operative report noted the tibial component had loosened and the tibial tray and bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Product location unknown.

Event description:
It was reported by the patient they underwent an initial left knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure has been indicated due to alleged pain, stiffness, instability, and tibial loosening; however, no revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Requested but not returned by hospital.

Event description:
Patient reported that patient underwent a left knee revision procedure approximately twenty-six (26) months post-implantation due to allegations of pain, stiffness, instability, and tibial loosening. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.